Event description:
It was reported that after washing at the user facility the system 6 battery was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device is not available for evaluation; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The product will not be coming back. They were put back in service at the user facility.